Manufacturer narrative:
Alleged patient was diagnosed with infection, adhesion, mesh deformation and erosion post implant of ventralex mesh. Based on the information provided by the attorney and review of limited medical records provided, no conclusions can be made. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2007. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use supplied with the device lists adhesions, infection and erosion as possible complications. The warnings section of the instructions-for-use (IFU) states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. Unresolved infection may require removal of the mesh." Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Alleged per legal claim: (B)(6) 2008 - patient was implanted with a ventralex mesh. (B)(6) 2022 - patient had experienced radiating pain and drainage from the umbilicus. Shortly, noticed pieces of mesh protruding and coming out from the patient's umbilical area. (B)(6) 2023 - patient was diagnosed with erosion to organ or tissue, sequela, and infection post implant thereby underwent explant of the ventralex mesh. Attorney for the patient alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Per limited medical records provided: (B)(6) 2008 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿incision was carried down to the fascia level, wherein the umbilical stalk with the hernia in it. Then the umbilicus was taken off the hernia sac and excised. A ventralex mesh was placed under the fascia and secured.¿ (B)(6) 2023 - patient was diagnosed with erosion of the implanted mesh to organ or tissue thereby underwent excision of umbilical hernia mesh. Per operative notes, ¿omentum was adherent to the anterior abdominal wall at the site of the mesh was taken down. A small piece of periumbilical mesh was found to be folder over and eroded through the skin at the umbilicus. The mesh was excised.¿